Manufacturer narrative:
(B)(4). Batch # m53r3t. The analysis found that one pse60a device was returned in good visual condition and with an gst60w cartridge reload present. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? How was the case completed? The surgeon made a perfect cut & stapling by an assembled pse60a with white cartridge. Its stapling was well-done but the blade did not come back automatically. The surgeon cut the tissue between jaw with endoscopic scissors. The scrub nurse reported me there would be no harm for the patient.

Event description:
It was reported that prior to an unknown procedure, its stapling was well-done, but the blade didn't come back automatically. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.